Event description:
Spoke with patient¿s contact (B)(6) on (B)(6) 2026 at 2:30 pm cdt at (B)(6) to obtain additional information on whether the patient treatment was completed, if adverse effects were experienced, and if medical intervention was required. The patient was able complete treatment on the reported day and on the following day. The patient's contact mentioned the patient was admitted on (B)(6) 2026 with low blood pressure, low potassium, and a high, erratic heart rate. The patient's contact mentioned the patient is receiving antibiotics and potassium in the ICU, and the hospital is still running laboratory tests to determine the cause. The patient¿s contact noted that the doctor told her the patient likely has a catheter infection, but they are still working on the diagnosis. The patient has been performing peritoneal dialysis during the hospitalization, there has been no switch in modalities, and the patient¿s contact believes this is not related to the pd treatment or any fmc product. The patient's contact mentioned there is no expected discharge date at the moment, and no additional information was provided. There was a hospitalization due to a possible catheter infection. The required information has been obtained. Therefore, no further follow up is required at this time. If additional information becomes available, the file will be reassessed and updated accordingly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).